Event description:
She has a 540cc gel mcghan implant placed on (B) (6) 2003. Swelling started after a mediastinoscopy with lymph node biopsy. It is causing pain the lateral aspect of the reconstruction. On (B) (6) 2010, the pt had a left breast capsulectomy, removal of ruptured mentor gelimplant and replacement with mentor smooth saline implants.